Manufacturer narrative:
A catheter was inserted in l&d and as the doctor was filling the balloon, the inflation port broke. Another catheter was inserted without further incident. No patient injury resulted. No additional medical intervention was indicated. It is unknown if the balloon integrity was tested prior to use. The sample was not returned for evaluation. A root cause has not been determined. Due to the need for another catheter to be inserted, this medwatch is being filed.

Event description:
A catheter was inserted and while filling the balloon, the inflation port broke.